Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and manufacturing released criteria. The complaint database was reviewed and to date, no other complaints have been reported for this failure mode within this lot. The device was returned to the manufacturer for evaluation. During visual inspection prior to decontamination, it was noticed that a portion of the sensor transducer and diaphragm was missing, multiple kinks were present. There was no damage observed to the conductive bands or the connector. During signal test, the device was not recognized and an error message "attach wire to connector" appeared on the screen. The wire did not produce pressure signal; however, a good flow signal with corresponding audible sound was obtained. The sensor/transducer is fabricated from silicon wafer (l: 900 +/- 4micro and w: 244 +/- 4 micro) and is not readily seen on x-ray equipment commonly used in the cardiac catheterization; it may or may not appear on the cine or fluoroscopy depending on the size of the vessel or distally. In the event that a portion of the sensor/transducer was left inside the coronary artery, the following possible events could have taken place: vessel spasm, vessel closure due to thrombosis, ischemia on ECG and/or chest pain, and/or myocardial infarction of the impacted vascular bed. However, none of these possible events were reported. The patient was discharged from the hospital as scheduled and is doing well. This event is being reported as it is not possible to determine when the portion of the sensor/transducer became missing. The IFU precaution indicates "do not use product, which has been damaged in any way; which may result in vessel damage, inaccurate pressure measurements and/or poor torque response." The procedure was completed with a second wire and no patient injury was reported. This event is being reported as it is not possible to determine when the pressure sensor was separated from the device. No further action required.

Event description:
It was reported that the wire could normalize but the pressure value was not displayed while measuring in the artery. The wire was reconnected as troubleshooting but it did not solve the problem. A second wire functioned as intended and accomplished the ffr and cfr procedure. Additional information was received, indicating that the lesion was in the ostia of lad of cx. It was reported that there was no significant tortuosity and/or calcification. There was no report of patient injury due to this event. The patient was released according to the original treatment plan and reported that the patient is doing fine. The device was returned to the manufacturer and during preliminary evaluation, it was observed that the pressure sensor/transducer of the wire was partially missing, however, the flow transducer was intact.